Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed, and the alarm history showed several motor error alarms. It was stated that the customer's blood glucose level rose up to 20 mmol/l. Ran a displacement test and the test failed. It was stated that the customer noticed a crack between the bolus and escape buttons. No further information was provided.